Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed.as received, the belt failed the te recognition test. Upon investigation the trunk cable's wires were pulled short, and the solder joint connecting the rear pulse wires in the distribution node (dn) was broken. The cause of the failure was a broken solder joint. The cause of the broken solder connection at the pulse wires is the pulled dn to rear te cable. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that a patient was receiving "check te pad" messages.